Event description:
The patient reported via social media that having the vns implanted was difficult and she had to have the device removed. The patient then noted that during the explant surgery, the surgeon hit her vocal cords and she has had issues with her voice since then. The physician noted that the patient underwent vns explant due to lack of efficacy and the patient also may have had psychological issues contributing to her dislike of the vns device, but the psych issues were not alleged against the vns. The psychological issues are believed to be what the patient was referring to when stating that having the vns implanted was difficult. The explanted devices were received and product analysis was completed. No anomalies were identified with both the generator and lead, and comprehensive testing showed that the devices performed according to all functional specifications. Additional information regarding the alleged damage to the vocal cords has not been received to date.